Event description:
Patient presented to the emergency department with acute stroke symptoms of right hemiplegia and aphasia. A middle cerebral artery (mca) occlusive lesion was identified. Patient was taken to neurointerventional lab where thrombolytic therapy was administered intra-arterially. To maintain patency of the vessel, the subject stent was successfully placed and the final angiogram demonstrated partial recannulation of the mca territory. A routine post procedural CT scan revealed dye extravasation, and some intra-parenchymal and subarachnoid hemorrhage. The following two days, the patient suffered respiratory failure and asystolic cardiac arrhythmia requiring CPR and a pacemaker. Supportive care with withdrawn. The patient subsequently expired due to the persistent lack of functional recovery and poor prognosis.

Manufacturer narrative:
(Other): no alleged product malfunction or non-conformance that contributed to the reported event. Additional manufacturer narrative: the patient cause of death has been determined to be ischemic and hemorrhagic stroke, acute respiratory failure, tachybrady syndrome and pneumonia.